Event description:
It was reported that the recorder was not recording any waveforms & it was ejecting the paper without having requesting a strip. The rn phoned the clinical support specialist (css) for resolution. The css confirmed with the rn that she had attempted to press the recorder button to stop the paper & she did confirm her attempt at which point the paper continued to come out. The rn also said, she had checked to see if it had been set to print a strip automatically & it was not set. The rn also had powered the machine off & back on & it started ejecting paper again as soon as the machine was powered on. The css did confirm with the rn that the pt's support had not been compromised & the rn did confirm that the intra-aortic balloon pump (iabp) was pumping appropriately. The css suggested that the rn switch out the pump for another pump & send this pump to biomed to be checked. The rn agreed and has no further questions. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no reported delay in iabp therapy. The pt outcome is fine.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.